Event description:
It was reported that the device's air detector failed. There was unknown patient involvement.

Manufacturer narrative:
One devic was received for evaluation. Functional testing was able to duplicate the reported issue. It was determined that the air detector was the root cause. The air detector was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.